Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-32636; related manufacturer reference number:1627487-2020-32637. It was reported that during a permanent implant procedure on (B)(6) 2020, the patient experienced an increase in carbon dioxide levels. As a result, the implant procedure was abandoned and the patient was flipped and intubated. Additional information indicates the patient is responsive and breathing on their own.